Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the returned photo does show occurrences of the reported event. The device's color lcd display cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display intermittently flickered and no clinical data could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.